Event description:
The customer reported that there was a clenz leak of unknown volume from the coulter lh 750 hematology analyzer. The leak was not contained. There were no error messages as the instrument was not in use when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were associated with this event.

Manufacturer narrative:
The fse replaced cracked tubing going through vl14c. There were no further leaks observed. (B)(4).